Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify critical pump error due to blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error. The blood glucose value was 96 mg/dl. Customer stated that critical pump error image was display on the screen. The product will return for the analysis.